Manufacturer narrative:
Correction: the previous or initial MDR submitted on january 18, 2017 was filed inadvertently. No explantation or serious injury has occurred. This report is filed on may 15, 2017.

Manufacturer narrative:
Per the clinic, the reason for explantation was an infection at the implant site. This report is submitted february 13, 2017.

Manufacturer narrative:
This report is submitted on january 18, 2017.

Event description:
It was reported that the patient's device was explanted (date not reported) due to an unknown reason. Additional information has been requested but not been made available as of the date of this report, january 18, 2017.